Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 06-oct-2018, UDI#: (B)(4); product ID: etlw1624c124e, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient called technical services approximately four months later and stated that the physician noted an 80% blockage and a new stent was inserted. The cause of the event is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
Initial reporter corrected to mr. And occupation corrected to non-healthcare professional.